Event description:
Subsequent information received via maude report (mw5041123) states: balloon was in the right coronary artery and was inflated once. The balloon ruptured. No additional information was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that using a femoral artery access approach during a procedure of the non-calcified, non-tortuous, right coronary artery (rca), during the first inflation at 6 atmosphere (atm), the 2.5 x 15 mm trek balloon dilatation catheter (bdc) ruptured. The device was removed and a second same size trek was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device.